Manufacturer narrative:
All available information was investigated, and the returned device analysis observed the l-lock tabs to be damaged (broken), therefore, the reported inability to open and noise could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported inability to open the clip and noise appear to be related to the observed damaged (twisted) l-lock tabs. The damaged l-lock tabs appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.

Event description:
It was reported that during preparation of a mitraclip xtw, while establishing final arm angle (efaa), the clip would not open. Troubleshooting was performed; the clip was making a clicking sound and would not open. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. Device returned and analysis of the device revealed that the l-lock tabs were broken.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.